Event description:
It was reported that (4) devices were used during a gastric bypass. It was reported by the rep that the surgeon attempted to use three p4435 skin staplers and one pmr35, and with each device, the staples did not form properly. The surgeon used another pmr35 to complete the case. There was no consequence to the pt.